Manufacturer narrative:
Results: blood detector, stripper plate and rod. (B)(4).

Event description:
The customer reported that the cap had come off the sample tube causing a leak in the primary mode of the coulter lh 780 hematology analyzer. The customer indicated that the volume of the fluid was 2.5 mls and was contained within the instrument. The customer had also reported that there was vent line sensor (vls) errors and stripper plate was not pulling tubes off the needle. The customer was wearing personal protective equipment consisting of a lab coat, eye protection and gloves and there was no report of injury and exposure. No erroneous results were generated and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and replaced the blood detector (bd3) at valve 25 (vl25) and the green stripe at vl116. The fse also replaced the duro tubing to the needle as well as the needle which were not venting properly. The fse also noted that the stripper plate and rod mechanism were dirty which caused the tubes to be moving slowly, and not pulling off of the aspiration needle. The stripper plate and rod mechanism were cleaned by the fse which resolved the issue of the tubes moving slowly and not pulling off the aspiration needle. Repairs were verified and results met published specification.